Event description:
It was reported that this event occurred in the surgery department. The patient was male and the insertion site was the jugular vein. Upon removal of the needle from the guide wire, the guide wire ruptured and elongated. As a result, a new kit was used and the catheter was placed successfully. There was no reported delay in treatment. There were no reported patient injuries, complications, or death.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.